Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that there was redness, heat and swelling over the battery site. There were no know external or patient factors that may have contributed to the issue. It was noted that the patient had been on antibiotics with no drainage. The patient was going to be scheduled for a battery pocket revision but it had not yet been scheduled. The issue was not resolved at the time of the report. No device issues reported.

Manufacturer narrative:
Continuation of d11: product ID: 7495-51, serial# (B)(6), implanted: (B)(6) 1998, product type: extension. Product ID: 3550-29, lot# n748019, implanted: (B)(6) 2020, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare provider had decided that since the hardware was 20 years old if the patient wanted to continue with therapy the leads would have to be replaced and he would remove them at that time.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 7495-51, lot#, serial# (B)(4), implanted: (B)(6) 1998, explanted:. Product type extension product ID 3550-29, lot# n748019, serial#, implanted: (B)(6) 2020. Explanted:. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a revision of the battery pocket was done on (B)(6) 2020. The hcp decided that because the cause of the inflammation was unknown, it was best to remove all hardware from the pocket, the pocket adaptor, and part of the extension. The remaining extension and lead remained in the patient.